Event description:
The customer reported that the act2020 electrode was used during a laparoscopic hepatectomy procedure. When the needle was moved to change the cut line, bleeding occurred from the needle insertion site. The doctor converted to open surgery. The amount of bleeding is unknown.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.